Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the luer hub (cream color) was "squished" and "it was impossible to connect the catheter to the drip". The device was removed and replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a one-lumen cvc catheter for analysis. Signs-of-use in the form of biological material was observed inside the extension line. Visual analysis revealed that the luer hub was flattened and deformed around the threads. This caused the opening of the proximal luer hub to be partially occluded. It appears as though a crushing force was applied onto the hub. A lab inventory guide wire with a diameter of 0.81 mm was passed through the distal extension line catheter body. Little to no resistance was observed as the guide wire was able to pass completely through. A lab inventory catheter was pulled for additional analysis/testing. A pair of lab inventory needle holders were used to intentionally crush the catheter luer hub in attempt to replicate the damage observed in the returned complaint sample. The hub was deformed with minor force from the needle holders. The appearance of the damage appeared very similar to that of the complaint sample. A device history record review was performed, and one potentially relevant finding was identified. For the lot numbers linked to the proximal extension line of the catheter involved in this complaint, there was increased scrap during the molding of the luer hubs. However, based on the customer report that the defect was found during use and since the defect was able to be replicated, it appears this DHR finding is unrelated to this complaint and unintentional user error caused or contributed to this event. The IFU provided with the kit informs the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position, and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed". "Do not apply excessive force in removing guide wire or catheters." The report of a damaged catheter luer hub was confirmed through complaint investigation. Visual analysis revealed that the luer hub was defective. Microscopic examination revealed that the threads around the area of the deformity appeared flattened and crushed. The observed damage was recreated on a lab inventory catheter using a pair of lab inventory needle holders. The damage observed on the lab inventory sample was similar to the observed damage on the complaint sample. Based on the condition of the sample received and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: the luer hub (cream color) was "squished" and "it was impossible to connect the catheter to the drip". The device was removed and replaced. No patient injury or complication reported. The patient's condition is reported as fine.